Manufacturer narrative:
Vyaire medical file identification: (B)(4). Device evaluated by MFR: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, customer was asked about the adc screenshots because of the failed zero pressure calibration due to o2 inlet pressure. Recommended that he perform the calibration from the beginning. The customer then realized that the unit was connected to the gas which might be the reason why calibration failed. The customer recalibrated the unit, but the issue remained. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported problem with bellavista 1000 when starting a treatment, the blower starts up and shuts down every few seconds. There was no patient involvement associated with the reported event.